Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 50mm, target lesion was located in the mildly tortuous right coronary artery (rca). The lesion was pre dilated and a 28 x 2.50 promus elite stent was deployed in the right coronary artery (rca). Following deployment, a dissection was noted in the distal edge of the stent. A 24 x 2.50 promus elite was deployed to cover the dissection and complete the procedure. The lesion was post dilated. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.